Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an acl reconstruction the 2.4mm passing pin drill tip broke upon drilling the femoral tunnel leaving a 20-30mm piece in the femur. The piece was unable to be removed with graspers, so the surgeon resorted to opening up the knee to burr/curette/chisel away bone surrounding the tunnel in an attempt to retrieve the piece. This method was not successful. On continuing the surgery and drilling a 9mm tunnel, the drill would not go further than a certain point and they could hear it was metal on metal. On retrieving the 9mm drill out of the joint, the entire tunnel was filled with metal debris because they had caught the broken tip halfway through the tunnel. At this point they were able to go in with cockers and retrieve it through the tunnel and out of the knee. The surgery was extended more than 2 hours. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination of the actual device was not possible, as the device was not returned. However, an x-ray was provided. The x-ray indicates there is a broken guidewire/passing pin within the tibial tunnel. The trajectory of the tunnel is consistent with drilling over a bent passing pin. Drilling over a bent passing pin would require the use of excessive force. Excessive forces applied to this instrument can result in it's failure similar to this event. Use error cannot be ruled out as a possible cause for the event. Device history reveiw confirmed no abnormalities were reported with this product during manufacture. Additional a complaint history review identified no additional complaints for this manufactured lot.